Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue was unable to be conclusively determined.

Event description:
It was reported that patient underwent surgery intervention at unknown date for unknown reason wherein the entire system was explanted.

Manufacturer narrative:
Date of event estimated. Date of explant is unknown. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.